Event description:
Had breast implants around 12 yrs ago through transform. The type of implants are allergan cui implants. My health has deteriorated since. Symptoms include: headaches, extreme fatigue, brain fog and forgetfulness, shortness of breath, heart palpitations, aching / burning joints. These symptoms are progressively getting worse, particularly in the last 5 years. Been having blood tests and drs trips for years for these symptoms and nothing has shown in any test. FDA safety report ID# (B)(4).